Manufacturer narrative:
H.6. Investigation: customer reported blood under the sensor. Three (3) photos were received. Sensor adhesion was observed. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA#2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that blood was seen beneath the bd bactec¿ plus aerobic/f culture vials (plastic) indicator by lab personnel after the vial was flagged as a false positive. Confirmatory testing was performed via a subculture and gram stain incubated outside the device. There was no report of erroneous results to the clinicians, and no report of adverse patient impact. The following information was provided by the initial reporter: "blood was seen beneath the indicator. The user claims that after the vial was flagged as false positive in the instrument, the user noticed that there was visible blood beneath the indicator. The user performed a subculture and gram stain and incubated outside the bactec.". "As replied by the microbiology laboratory manager...: no erroneous results were reported and no patients were treated based on erroneous results.".

Manufacturer narrative:
The reported lot # 8089076(05) was not found for the reported catalog # 442023. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood was seen beneath the bd bactec¿ plus aerobic/f culture vials (plastic) indicator by lab personnel after the vial was flagged as a false positive. Confirmatory testing was performed via a subculture and gram stain incubated outside the device. There was no report of erroneous results to the clinicians, and no report of adverse patient impact. The following information was provided by the initial reporter: "blood was seen beneath the indicator. The user claims that after the vial was flagged as false positive in the instrument, the user noticed that there was visible blood beneath the indicator. The user performed a subculture and gram stain and incubated outside the bactec." "As replied by the microbiology laboratory manager: no erroneous results were reported and no patients were treated based on erroneous results."